Event description:
It was reported that a patient presented remotely via merlin. Net with an alert of one-time pause episode. The implantable cardiac monitor exhibited under sensing and its sensitivity was subsequently reprogrammed. No patient condition was reported.